Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
On 5/9, I was in a total knee. This case was a mako case. The implants we cut for were a size 2 right ps femur and a size 3 universal baseplate. I picked up the stryker implants and read them and at the same time showed the doctor. He agreed with the implants and said it was ok to open them. I read a size 2 right ps femur, 3 universal baseplate, 32 asymmetric patella and a 2x11 ts poly, and expirations for all implants. I opened the outer packaging and handed the implants to the nurse who then again read out the sizes as she dropped them on the back table for the scrub tech to assemble. We went through implanting and doctor said the knee felt great through the full rom. I then sent the billing. Billing called me a few hours later and asked if I had made a mistake and put a 2x11 ts poly in on accident or if it was a 3x11 ts poly. I went back and looked at the billing and saw this error. From that point billing contacted doctor and told him the situation and made him aware of it. Doctor later on in the day, after that phone call decided he was going to go back and revise the knee to put in the proper poly size (3x11 ts poly). The revision took place the morning of 5/11 where billing was present for that case.